Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had been admitted for diabetic ketoacidosis (dka) and is currently off pump. The reporter was unwilling to troubleshoot. This complaint it being reporter as the patient experienced dka and the pump was unable to be ruled out as a cause/contributor.